Event description:
On (b)()6) 2011, (B)(6) female with pmh scc esophagus stage IV a, s/p vaxcel mediport catheter placement on (B)(6) 2008, presented to the oncology clinic for a routine mediport flush. The port which had been visualized via CT scan as intact in (B)(6) 2010 and flushed w/o difficulty in (B)(6) 2010, was unable to be flushed and the md was notified. Pt was referred to interventional radiology. On (B)(6) 2011, pt presented to intervention radiology. A scout film revealed that the mediport catheter had fractured close to the huber outside the internal jugular vein. Multiple attempts to snare the catheter via the right femoral vein and the right internal jugular vein proved unsuccessful. On (B)(6) 2011, pt presented to the oncology clinic for eval. She denied palpitations, fever, bleeding or other complaints. The oncologist arranged f/u with cardiovascular surgeon. Pt remained stable. The removal of the mediport and the catheter was performed on (B)(6) 2011 by (B)(6) surgery service at (B)(6) hospital. Pt did not sustain any adverse effect from the fracture of the mediport.